Event description:
It was reported that during pta / stenting treatment procedure preparation, the tip of sentinol biliary stent delivery catheter was observed to be partially separated from the catheter body. The catheter damage was suspected to have been caused during removal of the device from the packaging. The device was not used in the procedure. A new device was used and the procedure was complated successfully. No patient injuries or complications were reported.